Manufacturer narrative:
Product complaint # (B)(4). Without a valid lot number the device history records review could not be completed. Complainant device is not expected to be returned for manufacturer review/investigation. Initial reporter is j&j company representative. Reporters state: (B)(6). (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent open reduction internal fixation surgery for simple fracture of fibula of left foot. When the surgeon tried to insert a cortex screw according to the lag screw technique, he drilled into the contralateral bone fragment at the fracture site. To insert a lag screw, the surgeon changed the drilling place and drilled only bone fragment in the foreground. But it seems that the situation turned to be different from the initial assumption. The surgery was completed successfully within 30 minutes delay. There¿s no complain about the products used in the surgery. No further information is available. This report is for one (1) 3.5mm drill bit qc 150mm ster. This report is 1 of 1 for (B)(4).